Manufacturer narrative:
An investigation is currently being performed by the hospital's risk management department. If the device is returned to microline surgical, inc. Further investigation will be performed and additional information will be provided.

Event description:
Distal portion of black insulation of renew handpiece cracked into multiple segments and fell off and into patient abdomen during procedure. Some of the insulation was retrieved, however not all was able to be found or recovered from abdomen as stated by staff at the time of incident. Surgeon attempted to recover all portions of insulation but was not able to.